Manufacturer narrative:
Concomitant medical product: dtma1qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture and high undefined impedance on a vector on the left ventricular (lv) lead. The lead was reprogrammed to a different vector and remains in use. No patient complications have been reported as a result of this event.